Event description:
The customer reported a battery that failed the capacity test. The battery was evaluated at philips were the battery failure caused an unexpected shutdown. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a battery that failed the capacity test. The battery was evaluated at philips where the battery failure caused an unexpected shutdown. There was no pt involvement. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.